Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Infection and respiratory dysfunction are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of these clinical adverse events. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to infection which may also be transmitted via direct and/or indirect contact with contaminated surfaces. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management and mitigation through optimal patient selection and medical management. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the clinical specialist that this patient experienced multiple complications during the lvad postoperative period including sepsis and prolonged respiratory failure in the setting of acute mucopurulent bronchitis with loculated right-sided pleural effusion requiring tracheostomy. Investigation is ongoing.